Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 290 units of insulin during the load sequence. Reportedly, the customer did not perform the air removal step, was using expired supplies and reusing supplies. The customers blood glucose level was 134 mg/dl. A new cartridge was loaded to resolve the issue, and tandem technical support educated customer on proper load procedure.